Event description:
It is reported that when the user intended to remove the catheter out of pt, he found that the cuff had been separated away from the catheter, and that the cuff was still attached to the pt's tissue inside the body. This catheter was inserted into pt's body on (B)(6) 2012. This is a scheduled removal.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examination confirm a complete separation of the surecuff/ heat sleeve from the catheter. The detached heat sleeve/surecuff was not returned for eval. At this time the mechanism of damage is undetermined. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.